Event description:
Two years following bilateral intraocular lens (iol) implant surgery, a consumer reports she is not able to read up close. She has been unhappy with her results since her surgeries. She reported she does close work in her job and this is causing difficulty in her lifestyle. She was seen by a retinal specialist and he did not find any macular findings that would explain her symptoms. In a follow up from the surgeon, it was reported that posterior capsule opacification (pco) had been noted on examination. The surgeon reported the consumer does not feel her near vision is good without glasses. He also stated she was having some sight issues with glare. The surgeon reported the use of an unapproved cartridge/viscoelastic combination. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on 01/20/2012, 01/23/2012, 01/27/2012, and 01/31/2012 by phone, fax, and mail. A completed questionnaire was received on 02/07/2012. Medical records were received on 01/23/2012. (B)(4).